Event description:
User received intermittent low results for several assays. Three patient samples were involved. The following example for glucose was provided. Initial result was 1 mg/dl, repeat result was 84 mg/dl. No erroneous results were reported. The field service representative determined the samples were what caused the issue as there were several clots noted. The data shows that the samples following these clots had low results. This would have been due to the sample probe still being clogged or having some clogging issue. He noted he checked the system and the sample probe was not replaced because the clot was no longer present and the precision was good. Performance tests were performed, which were within specification.